Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a hyperopic outcome. No further information was provided.

Manufacturer narrative:
Implanted date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age and gender at time of event or date of birth: unknown; information was asked; however, was not provided. Implant date: unknown; the information was asked, however was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event or date of birth: provided year of birth (B)(6). Sex/gender: male. Follow-up indicated that there were no complications. The reason for the lens exchange was that the patient had hyperopic outcome. The patient outcome was good after lens exchange. Date of implant provided: (B)(6) 2015 (however, (B)(6) 2015 does not exist in 2015). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The lens condition is consistent of a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. There were no associated nonconformity reports or deviations. There were no process and / or material changes within the production order. The in-line optical inspection data showed that the lens was within power specification. The documentation showed that the production order was manufactured according to specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.